Event description:
I went and made a purchase of the flowflex covid-19 antigen home test. Lot number cov2030007. On this label it says the expiration date is november 28th of 2023 but when I opened the actual package the expiration date on the test is feb of 2023. Doesn't seem quite right that these dates dont match making consumers believe that a test is still good when it actually is not. Even to say on the label to disregard the date on the package isn't okay. I was tested at work on (B)(6) 2023 and received positive result and took this home test on (B)(6) 2023 which gave a negative result which I cant trust that the test is accurate since it is an expired test. If this is just the box that I purchased, I would hate for other consumers who have purchased this at home test to believe that their results are negative when they truly aren't and are spreading the virus. Covid testing.